Event description:
The customer reported that the device displayed the following message: maintenance needed - defibrillator test failed - external paddles. There was no patient incident reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.